Manufacturer narrative:
The results of the investigation are inconclusive as the devices were not received for evaluation. Manufacturing and inspection records could not be reviewed for the t8 hexalobe driver (part number msp2013) and 8mm x 2.7mm locking screw (part number rbl1222) as the device's batch/lot number are unknown. Based on the information received, the root cause could not be determined.

Event description:
It was reported during surgery that the driver tip broke off flush in the top of the screw and was not removed. The driver tip was cold-welded in the screw. The surgery was completed with no delay. There were no adverse patient consequences reported. This report is related to report number 3025141-2024-00589 for the driver involved in this event